Event description:
Plasma was being collected from the patient. When stripping the plasma feed line in preparation for heat sealing the plasma for packing, the plasma line disconnected from the cobe disposable.